Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during explant, a distal segment of the ventricular lead detached from the body of the lead. The band and tip electrode remained.